Manufacturer narrative:
The service technician replaced the power management board and the cpu board to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the backup alarm test failed. No patient involvement reported.